Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the full-height drawer failed. The customer stated that the malfunction occurred when the user was trying to issue medication to a patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the full-height cubie drawer 1 on the auxiliary cabinet and all cubie pockets had failed and were not detected on the bus. A field service engineer found that the retractor band was not fully seated in the module controller. The field service engineer reseated the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.